Event description:
Unit failed on a patient. No injury occurred. The unit alarmed and had a tech error r and t. The unit was attempted to be restarted but the same error resulted. The patient was bagged and another vent was placed on the patient. Service replaced the 1605 and 1588 boards and tested the unit within specifications.